Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(6). The batch: 6002796, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot: 6002796 was manufactured according to the work instruction (wi) version 15 and packaging in the multivac # m10 on 14-aug-2023, with a total of (B)(4) units. The sub-assembly: cannula of the lot: 3h01305 was manufactured according to the work instruction (wi) version 11 and manufactured in the machine lc04, on 12-aug-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an infusion set cannula dislodged event on (B)(6) 2025. Event occurred after 3 or more hours of insertion. Infusion set was used for 22 hours. The insertion site was the abdomen. No further information available.